Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had changed the sensor, standard a, and flush solution prior to calling ccc. Quality control (qc) was in range and calibration was good. However, the dilution check failed for sodium (na), potassium (k) and chloride (cl). The ccc specialist verified that the customer had the integrated multi-sensor technology (imt) sample diluent and the reagent probe cleaner properly placed on the instrument. The ccc specialist ensured the pump rate was working as expected. The ccc specialist instructed the customer to replace the sample diluent and rerun the dilution check, which passed. The customer ran qc, resulting within range. A siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated that the issue started after the customer had changed the sample diluent, after which patient results and qc were high. Consequently, the ccc specialist had the customer replace the sample diluent and rerun dilution check, after which all resulted back in range. The cause of the discordant, falsely elevated na, k and cl results is related to changing of the sample diluent by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples and a discordant potassium (k) result was obtained on one of the samples on a dimension exl with lm instrument. The results of one patient sample (ID: (B)(6)) were reported to the physician(s). Both samples were repeated on the same dimension exl instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.